Event description:
It was reported that during an in clinic follow-up, failure to capture was noted on the right atrial (ra) lead. X-ray imaging was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced. Patient was in stable condition.